Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015 product type: lead.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for cervical/neck and spinal pain. The patient reported a loss of therapy; the patient had more pain break through more frequently. The pain in the patient's head started a month to a month and a half prior to the report, and last felt stimulation on (B)(6) 2016. There were no traumas or falls that could be related to the issue. The patient had to stop playing golf on (B)(6) 2016 because his head was hurting. The patient's wife, a nurse practitioner, thought something moved. The patient experienced burning where the leads were located when he turned his head. When the patient pressed on the leads, the stinging would go away. The patient was not recently programmed or switched to a new group, and had not recently increased the parameters. The patient was always between 3.3 and 3.4 volts. The patient also reported that he is charging too often. When the device was first activated, he would recharge every sunday and his battery would be at half full when he started the recharge session. Now, the battery is less than 1/4 of the battery full when he goes to recharge. Starting three weeks prior to the report (in (B)(6) 2016), the battery was discharging more. Though, it was noted the patient still only had to recharge once a week. The patient felt something was "off" because the ins was 1/4 more depleted when he recharges. Two days later, on (B)(6) 2016, the patient checked the ins status with the patient programmer. It was noticed the stimulation was off. The patient stated his head was hurting because his stimulation therapy was not on; there was no stimulation. The patient had not checked his device with the patient programmer. The stimulation was turned on, and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.